Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient suspected an infection and the pump was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The old pump was explanted and a new pump was placed on the patient's right side. It was noted that the patient was alive with no injury and the issue was resolved. No further complications have been reported as a result of this event.